Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : pelvic pain. Amendment: the report was amended for the following reason: nullification: this record was detected to be a follow up / duplicate to record # (B)(4)to which all information will be transferred, then this duplicate record # (B)(4)will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media: pelvic pain. Most recent follow-up information incorporated above includes: on 5-feb-2020: social media received. Reporters information added. This case become serious incident. Event: adverse event nos updated to pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.